Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's therapy strength was auto reducing due to high impedances on the leads. Additionally, patient was unable to set the ipg into MRI mode. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue. Reportedly, issue has neem resolved and therapy was confirmed post op.